Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported patient had a cp pump placed to support the patient with a known cardiac history and upon admit to the cath lab the patient went into ventricular fibrillation arrest, had cardiopulmonary resuscitation and was shocked x10. The cp and extracorporeal membrane oxygenation were then placed. The cp had low flows and suction and was removed and replaced after 1/2 an hour.